Event description:
During the procedure, noise was noted only 89.90 of the ensite x egm cable 64 pin (for non abbott rec sys) in the lab. When the cable was directly connected to the junction box, the issue was improved. An egm cable disconnect was suspected. An 80pin input module was borrowed from another facility and exchanged, but the issue persisted which caused a delay. The procedure was completed without replacing the device with no adverse consequences to the patient.

Manufacturer narrative:
One record out cable (ro) 64 was received for evaluation. Visual inspection revealed the ensitex ro port and labels were free of physical damage. Visual inspection revealed wear along the cabling¿s outer sheath consistent with use over time. The 3mm jumper connections were cable tied together and have signs of internal bunching at the strain relief from an undetermined event(s). The ro was evaluated using ensitex amplifier, tracker/cal box control test station, calibration box, waveform generator, claris cim 2, claris amplifier, and claris display workstation running an active study. Each channel was simulated from the test station calibration box to each individual channel and was observed successfully. No observed noise was observed after claris normal railing finished. The connection via the cim connector was removed and also observed in the study for each pinout, which was also successful. Resistance testing was performed to each channel individually successfully. Manual manipulation did not observe any intermittent reading on either the resistance evaluation or study observations. Based on the investigation and information provided to abbott, the cause of the reported event remains unknown.